Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The rep was unable to replicate the reported issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system became unresponsive when attempting to enter the application software. The representative reported that the site restarted the navigation system to resolve the reported issue and that the navigation system was unresponsive for about three minutes. There was no patient present when this issue was identified. No additional information was provided.